Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. We were unable to perform the self-test, error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and stated that they have had low blood glucose of 43mg/dl. The customer declined troubleshooting for the low episode. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were calling back after receiving a new battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.